Event description:
The customer reported via phone call that the insulin pump alarmed no delivery for two days. The customer stated that he had changed the infusion sets and had tried six different sets to no avail. The customer did not know the blood glucose reading. He stated that had had been using new insertion sites. The customer was advised to disconnect at the quick release and perform a 5.0 unit fixed prime, after which insulin did not exit and the insulin pump alarmed no delivery. He was advised to disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He verified that insulin exited with a manual plunger push. He was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. He stated that the insulin pump alarmed no delivery during the manual prime. The issue persisted with a new infusion set and reservoir. The customer was advised to revert to a back-up plan and replace the device. He also agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.